Manufacturer narrative:
Date of event: exact date unknown, event occurred about two weeks ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16651674.

Event description:
It was reported that the patient was experiencing pain at the anchor area. The patient underwent a revision procedure wherein an incision was made to move the wires over to the left, away from the spinous process. The patient was doing well postoperatively. The devices remain implanted.